Manufacturer narrative:
No product will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they are experiencing recurring issues with pcu/lvps having channel disconnect alarms during patient use. It was later reported that the disconnect alarms were found to be the result of old/worn iui connectors. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they are experiencing recurring issues with pcu/lvps having channel disconnect alarms during patient use. It was later reported that the disconnect alarms were found to be the result of old/worn iui connectors. There was no patient harm.